Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that following a (B)(4) study ( (B)(4)) the patient suffered a loss of reduction. Location of the device is the proximal humerus. The event was reported as possibly related to the device and possibly related to the procedure. There is no report of treatment for the reported event. No material explanted - therefore no material available for investigation. . This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Event date: unknown. This report is for one unknown plate/unknown lot. Device not explanted. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.